Event description:
It was reported the patient's leads had migrated. As a result, the patient had their system explanted. Related manufacturer reference number: 3006705815-2022-18796.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated.